Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by weale ae et al. In j bone joint surg br. 1999 sep;81(5):783-9. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
J bone joint surg [br] 1999; 81-b:783-9 vol. 81-b, no. 5, september 1999 weale, a.e., et al. Information was received based on review of a journal article titled, "does arthritis progress in the retained compartments after 'oxford' medial unicompartmental arthroplasty?", which included the meniscal-bearing oxford with spherical femoromeniscal and planar tibio-meniscal surfaces. The authors reviewed knees surviving for ten or more years after operation to determine any deterioration in function, progression of arthritis in the retained compartments of the knee and evidence of impending failure due to loosening of the components. The study was conducted over a period of four (4) years (december 1982 and june 1987) and involved forty-five (45) patients who received fifty-six (56) knees. The journal article reports the following revisions by reason: one (1) revision due to femoral component loosening. One (1) revision due to pain. One (1) revision due to dislocation. The authors of this study conclude that the general experience that failure of unicompartmental arthroplasty for patellofemoral causes is rare and suggests that the changes so commonly seen in that joint at surgery are secondary to varus deformity.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay corrected information. The following sections were updated: death. Added additional information. Added patient and device codes. Added health professional. Death. Added method, results, and conclusion codes. Added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses nineteen (19) patients who died for unknown reason. There has been no further information provided.